Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to failure generator board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A review of the manufacturing and quality records for the affected lot number was reviewed without detecting any non-conformities or deviations regarding the described issue. The DHR showed that the device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During routine maintenance, the customer reported to the field service engineer (fse) that when finishing a laparotomy with laparoscopic colectomy procedure the electrosurgical generator machine, was having output issues using ¿cut¿ mode. The intended procedure was completed using the same equipment by doing ¿scissor cut¿. No impact or harm to the patient or procedure was reported. Upon inspecting, the fse identified the following errors: first was an e396/temperature too low error and second was error e433/associated with the computer card. This report is being submitted to capture the reportable malfunction, e433 error.